Event description:
Electrosurgical unit current discharged at handle/blade attachment site during a tonsillectomy resulting in bilateral mouth burns. Equipment as follows was taken out of use at this point. Nurse noted arching at tip of handswitch, possibly close to yellow button. Device was used on a 63-yr-old operative site. (Nose) o2 was in pt mouth. O2 dc'ed. Pt nasal hairs singed, no untoward effects.